Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump buttons were unrepsonsive during bolus delivery. Customer stated the insulin pump alarmed button error. Customer's blood glucose was 5.5mmol/l. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.